Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the stapler would not open after firing, so the surgeon had to force the handles open. Also, the device delivered malformed staples. The procedure was completed with a like device. There was no pt consequence.